Event description:
It was reported that the pump would not turn on. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer took no action to address the bg. During troubleshooting with tandem technical support, the pump began charging and insulin delivery was resumed successfully.